Event description:
It was reported that the lead triggered the lead integrity alert and has had rising impedances over the past several months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.